Event description:
Patient reported unknown side rupture, pain and silicone migration. Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, lymphadenopathy, silicone migration, rupture, pain.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4.

Event description:
Patient reported left side pain and swelling. The imaging tests showed suspicion of implant rupture, a large accumulation of fluid in the left breast, enlarged lymph glands and silicone in the surrounding lymph nodes. The device remains implanted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Event description:
The device has been explanted and replaced with another manufacturers device.